Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label. The case was cut open. After visual inspection, there is severe corrosion just about everywhere inside the case. In summary, the customer¿s report of a crack on the back of the pump was confirmed. The blank display is due to the severe corrosion seen inside the case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on clip rail. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.